Event description:
Boston scientific received information that while doing a threshold test with a non-specific device, the health care provider would get a window for out of range telemetry but threshold test continued on. No adverse patient effects were reported. Further details were requested regarding the specific model/serial and events. However, nothing further was available or provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.